Manufacturer narrative:
Additional procode kwq. Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during servicing and inspection of a variable angle (va) distal radius set on (B)(6) 2019, it was found out that the threads of a t8 stardrive screwdriver were stripped and damaged. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The stardrive screwdriver shaft t8 105mm (part # 314.467 lot # 7525377) was returned and received at us cq. The distal edges of the stardrive tip appear to be malformed. The distal edges show signs of wear, knicks were found on the tips. No other defects were found. The observed conditions are consistent with the reported complaint condition thus confirming the complaint. The complaint was confirmed for the stardrive screwdriver shaft t8 105mm (part # 314.467 lot # 7525377). The distal tip was observed to be bent and malformed, which would make this device inoperable. While no definitive root cause could be determined for the issues, it is possible that the tip was bent and stripped due to repetitive use and/or over torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 314.467, synthes lot # 7525377, supplier lot # na, release to warehouse date: 04 mar 2014, manufactured by synthes monument. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.